Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. After investigation the results indicated a reportable malfunction due to the delaminated downstream occlusion (dso) seal, lifted upstream occlusion (uso) sensor, and buckled uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative charged the device for 72 hours and let the device rest for 24 hours, updated software, and reset the unit to standard configuration. The manufacturer representative replaced the dso seal, uso seal and uso sensor. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device would not hold the date and time. The customer returned the product for the device not holding the date and time, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) sensor was lifted and uso seal was buckled. This was found during testing, and there was no patient involvement.